Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred during bolus. System check was performed with tandem technical support and the cause could not be determined. Customer resumed insulin delivery. Customer's blood glucose ranged between 110-275 mg/dl.